Manufacturer narrative:
The distributor performed a checkout of the equipment. The anesthesia control board was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. He distributor performed a checkout of the equipment. The anesthesia control board was replaced.

Event description:
The hospital reported the unit randomly stops mechanical ventilation. There was no report of patient involvement.